Manufacturer narrative:
The device referenced in the report was returned to olympus for evaluation/ preliminary findings are reported. The definitive cause of the user's experience cannot be determined at this time. The investigation is ongoing. Physical evaluation of the suspect device: olympus was able to duplicate the reported event. The probe unit tip was broken. The scope passed the leak test. It was also found that the scope has non-olympus parts. This report will be updated upon completion of the investigation or upon receipt of additional relevant information. This event has been reported by the importer on MDR# (B)(4).

Event description:
The customer reports during two unspecified procedures using an evis exera ii ultrasonic bronchofibervideoscope, the balloon dislodged and had to be removed from the airway. The customer reports a third procedure in which the distal end of the scope was found to be broken. No additional consequences to the patient(s) have been reported. Additional details have been requested. At this time, no additional information has been provided. Case with patient identifier (B)(6) reports the first procedure (balloon dislodged). Case with patient identifier (B)(6) reports the first procedure (balloon dislodged). Case with patient identifier (B)(6) reports the third procedure (broken distal tip).

Manufacturer narrative:
This supplemental report is being submitted to provide corrected data and additional information from the customer.

Event description:
Event clarification: the plastic distal end broke off, the little piece that holds the knob onto the distal end of the scope. Additional information from customer: there were at least five (5) occurrences of the ebus balloon falling off. The reported events are captured in 6 complaints as follows: (B)(6) is for the scope and broken distal tip. Event 1: balloon dislodged: (B)(6) complaint for scope, (B)(6) complaint for balloon. Event 2: balloon dislodged: (B)(6) complaint for scope, (B)(6) complaint for balloon. Event 3: balloon dislodged: (B)(6) complaint for scope, (B)(6) complaint for balloon. Event 4: balloon dislodged: (B)(6) complaint for scope, (B)(6) complaint for balloon. Event 5: balloon dislodged: (B)(6) complaint for scope, (B)(6) complaint for balloon.

Event description:
Additional information reported by the customer: there were no apparent abnormalities in the appearance of the scope/balloon prior to the start of the procedure. The balloon appeared intact, properly secured, and functioning prior to the case. The balloon was retrieved (intact) from the airway using biopsy forceps. There have been no adverse effects to the patient as a result of this occurrence. The patient's current condition is stable and discharged without incident.

Manufacturer narrative:
This report is being updated to provide additional information reported by the customer. New information is reported in: b3 and b5.

Manufacturer narrative:
This supplemental report is being submitted to provide a correction to e2, e3 and h4 to include information that was inadvertently not included on previous submissions.

Manufacturer narrative:
This report is being updated to provide investigation findings. The device history record (DHR) for the complaint device has been reviewed and it is confirmed that the device met all design and quality specification when it was shipped. The instructions for use (IFU) shipped with the device provides the user the following information related to the reported event: chapter 4 operation warning: always lubricate the balloon before insertion. Otherwise, the balloon could rupture or come off. This could result in patient injury. Conclusion: the definitive cause of the reported events could not be established. <observations> I did have some issues with the balloon staying in place and had it dislodge during 2 of my cases, which I had to retrieve from the airway. As a result of investigating the information, it was found that the phenomenon occurred before the tip was damaged. It is unlikely that it was caused by a malfunction or damage. The possible cause is that the balloon may not have been installed sufficiently, so it may be due to handling.

Manufacturer narrative:
This report is being submitted to correct the legal manufacturer¿s contact information and facility registration number. The facility registration number is (B)(4).